Event description:
Patient reported one of their new cadd solis pumps is constantly giving error messages, pump malfunction. One of her pumps, same pump with clamp issue (previously reported) has acted up twice again. Patient had 2 different alerts after that which resolved after changing cassette. One of the alerts was tubing was clamped, when it was not, then last night it again gave occlusion alarm which also worked after changing cassette. Patient still using same pump and is working fine but requested replacement. Serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin - 41ng/kg/min. IV remodulin pt via solis pump. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Troubleshooting? See event description.